Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter fracture, migration, embedment, clot in filter, stenosis, caval thrombosis and complex removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, migration, embedment, clot in filter, stenosis, caval thrombosis and complex removal. The indication for the filter implant has not been provided and there is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the filter and/or the vasculature and stenosis does not represent a device malfunction. Stenosis is an abnormal narrowing of a vessel often contributed to by patient and vessel characteristics. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of bilateral pulmonary emboli (pe) which were not resolved by anticoagulation treatment. The filter was implanted via the patient's right common femoral vein using ultrasound guidance. Under fluoroscopic guidance the filter introducer was advanced to approximately the l2 level. The filter was deployed without incident. Satisfactory alignment was seen. A follow-up inferior vena caval gram demonstrated stability. Additional information received per the patient profile form (ppf) states that the patient experienced fracture within ivc, migration, filter embedded in wall of the ivc, stenosis, caval thrombosis, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately six years and four months after the index procedure. There was a failed removal attempt six years and seven months after the index procedure. The filter was successfully removed seven years after the index procedure. The patient continues to experience pain (pelvic and right lower quadrant).

Manufacturer narrative:
As reported a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, migration, embedment, clot in filter, stenosis, caval thrombosis and complex removal. The patient subsequently reported becoming aware of fracture within the inferior vena cava (ivc), migration, filter embedded in wall of the ivc, stenosis, caval thrombosis, blood clots, clotting and/or occlusion of the ivc, approximately six years and four months post implant. There was an initial unsuccessful removal attempt six years and seven months post implant but was successfully removed seven years post implant. The patient also reports pain to the pelvis and right lower quadrant. According to the medical records the indication for the filter implant was large bilateral pulmonary embolus and not able to anticoagulate. The filter was placed via the right common femoral vein and deployed without incident after being advanced to approximate level of l2. Satisfactory alignment was seen. A follow-up inferior vena cava gram demonstrated stability. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the filter and/or the vasculature and stenosis does not represent a device malfunction. Stenosis is an abnormal narrowing in a blood vessel and does not represent a device malfunction but is most likely related to patient factors and/or vessel characteristics. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.